Event description:
The pt experienced a "pulling/sharp sensation" at the site of the device every time he walked into or out of certain shops. This occurred for the past 2 to 3 weeks and was specific to certain shops. The pt was advised to walk through the center of the "shop magnets" and to also to switch the device off when going shopping until further notice. Pt outcome was unk.

Manufacturer narrative:
(B) (4).